Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason. The customer reported that the insulin pump was not working. The customer did not receive and answer not sure if she was in the hospital for high or low blood glucose. The device will not be returned for the analysis.